Event description:
It was reported that during a pci procedure involving a lesion located in a calcified and severely tortuous, 100% stenotic right coronary artery (rca), the maverick2 monorail balloon ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The balloon was being used for predilation and in the opinion of the physician, the rupture could have been caused by the calcification. A launcher guide catheter and a conquest guidewire were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.